Event description:
It was reported to boston scientific corporation that an endovive replacement button kit was attempted to be used during a percutaneous endoscopic gastrostomy (peg) replacement procedure performed on (B)(6) 2024. During the procedure, when an attempt was made to extend the bumper with the obturator for use, the bumper part was separated and damaged. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The healthcare facility is: (B)(6). Phone number: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of bolster detached.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The healthcare facility is: (B)(6) hospital. Phone number: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of bolster detached. Block h11: investigation results the returned endovive replacement button kit was analyzed, and it was seen that the button was torn. However, there was no detachment seen on the analysis. No other problem with the device were noted. With all the available information, boston scientific concludes the reported event of bolster detached was not confirmed. Upon analysis, this problem mode might have to do with the technique used by the physician or the way the device is being handled when trying to place the button device into its correct position. The device had torn markings at the end of the button that suggest that the button was damaged, possibly with the obturator rod once the button was being placed. However, it was not detached. Therefore, all compiled information on this investigation determines the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive replacement button kit was attempted to be used during a percutaneous endoscopic gastrostomy (peg) replacement procedure performed on (B)(6) 2024. During the procedure, when an attempt was made to extend the bumper with the obturator for use, the bumper part was separated and damaged. The procedure was completed with different device. There were no patient complications reported as a result of this event.